Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: sheath splitter bent. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the device was inserted into the sheath hub the sheath splitter was found to be bent at a 45 degree angle. The device was removed and a second starclose device was used. The sheath splitter on the second starclose device was found to be bent; however, the physician was able to use the device without incident and hemostasis was achieved with the clip. There were no reported adverse pt effects. No add'l info was provided.